Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: a review of the pump black box showed that loss of prime warnings had occurred associated with an unidentified low force. During testing, the pump performed the rewind, load, and prime steps without issue and the pump was exercised for 24 hours without loss of prime warnings occurring. A force sensor calibration test was performed and the pump was found to be detecting force within specifications. The pump was opened and confirmed that the force sensor assembly was intact with no damage to the force sensor assembly or circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the user was having issues while performing the ¿prime¿ function. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.